Manufacturer narrative:
(B)(4). The implants remain in-situ, and no further investigation can be completed at this time. It is unknown if the patient complied w/post-operative care instructions. The patient reportedly fell prior to the event, but it is unknown if this contributed to the event. Root cause has not been determined, no conclusion can be drawn.

Event description:
Initial surgery to implant an anterior plate system occurred on (B)(6) 2014, at l5-s1. Patient sustained a fall in (B)(6) 2015 and on (B)(6) 2015 presented w/broken inferior alif screws. As of (B)(6) 2015, patient has very little pain. Surgeon has elected t monitor the patient's condition. No revision surgery is scheduled.